Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were returned for evaluation. Evaluation in process. Note: manufacturer contacted customer in a follow-up call on 09-sep-2024 to ensure the customer¿s replacement products resolved the initial concern, able to contact customer who stated they are comfortable with the replacement products.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated the 31g pen needles did not aspirate the insulin. The package was not open or damaged when received by the customer. The customer has been using the product for about 2 weeks. The customer is using compatible product and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Sections with additional information as of 03-oct-2024: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - unable to ship returned product to the manufacturer due to biohazard. Return product scrapped. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.